Manufacturer narrative:
Correction on a1 - patient identifier. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30819, 3006705815-2020-30818. It was reported the patient underwent surgical intervention on (B)(6) 2020. During the permanent procedure, it was observed the leads were unable to be implanted due to patient¿s anatomy, and thus the physician was unable to implant leads. As a result, the procedure was abandoned.